Event description:
The ge oec 9800 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and the ps1 power supply was below specification. The ps1 power supply was adjusted up to the specification of +5.1 volts. It was also noted that the dap file was not present. This was loaded to the system. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.